Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic valve the patient went into cardiac arrest. After ten minutes of intervention the patient was converted into a repeating ventricular tachycardia. A transesophageal echocardiogram (tee) was performed and revealed normal valve function. Subsequently, one hour post-implant the patient expired.

Manufacturer narrative:
Additional information was received that the cause of death was from the cardiovascular risk factors of forced expiratory volume in 1 (fev1) at 35%, patient age, new york heart association (nyha) class 3, left ventricular hypertrophy, anesthesia time, and valvuloplasty procedure. It was reported by the physician that the death was not related to the valve. There was no autopsy performed and the valve will not be returned for analysis.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects per corevalve instructions for use (IFU). The clinical observation of ventricular tachycardia does not indicate a potential manufacturing issue. Tachycardia is generally a result of known potential adverse effects per corevalve IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. The report of patient death post-implant was reported to be unrelated to the valve or its function. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established.

Manufacturer narrative:
Additional information has been requested regarding the device model and serial number, its availability for return, the post-implant interventions and the cause of death. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code .